Event description:
The user facility reported that an as50 had a false occlusion alarm. This happened when a neonate was being fed breast milk by the as50. The user facility said this happened during pt use, and therapy was interrupted.

Manufacturer narrative:
The device has not yet been received for evaluation. Should an evaluation of the device be performed, or more information become available, a follow-up report will be sent.